Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed 2.0 units fix prime and multiple boluses with water filled reservoir. The fix prime and bolus were delivered properly and the water did exit the infusion set. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with intermittent button response and button error alarm. We were unable to verify the root cause. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 530 mg/dl. The customer stated that there is no significant event leading to the events. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 500 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was released the same night when blood glucose is down under 200 mg/dl. Customer was wearing the pump at time of hospitalization. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with intermittent escape button and act buttons response and alarmed button error due to corroded keypad traces. The insulin pump passed the displacement accuracy test.